Event description:
Health professional reported an alleged "leak" with a lap-band port. The port was found to have a "leak" when the doctor performed a fill, and the amount of fluid removed was less than the previous fills. The pt also reported an increase in appetite. No diagnostic testing was performed; reason unk. The port was removed and replaced. F/u findings: the surgeon reported that the port had "pin hole in tubing."

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."